Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time, a supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Device evaluation: the evaluation of the returned heartmate ii lvad did not reveal a device related issue. The pump was returned with the percutaneous lead (lead) cut approximately 7" from the pump housing and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were returned, secured to their respective pump ports. The pump was exposed to a fixative agent (e.g. Formaldehyde or glutaraldehyde) prior to being returned. The examination of the sealed inflow conduit, sealed outflow graft and pump blood-contacting surfaces did not reveal any adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies and the examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop and was found to function as intended. The data on the submitted system controller log file showed only routine power source exchanges and pulsatility index events. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show that the system operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: the patient received a heart transplant on (B)(6) 2014 due to suspected hemolysis and/or pump thrombosis.

Event description:
The pt was implanted with a left ventricular assist device. It was reported by the vad coordinator that the pt was feeling light headed and the nurses checked his lvad parameters. The speed, flow, and powers were all within normal limits for this pt, but his pi was reportedly wavering from 1.8-7.0, but has since returned to the 4-5 range as per his normal range. The pt is also asymptomatic. Data log info reviewed by the MFR did not contain any adverse events.